Event description:
The subject missed a scheduled appointment on (B)(6) 2011. A voice mail was left to call the office due to the missed visit. He called back and said he was in the hospital and had been taken to the hospital by ambulance. He said that he had "blanked out" on (B)(6) 2011. He reports that he had no signs or symptoms prior to the event, but was told that he had a seizure. Upon further evaluation at the hospital, he was diagnosed with hypoglycemia and treated with glucose. Symptoms resolved. He was discharged on (B)(6) 2011, with instructions to follow-up with his medical doctor. The subject saw his doctor on (B)(6) 2011, who changed the warfarin to 7.5mg qd x 5 days and 5mg qd x 2 days. He was instructed to see a cardiologist and neurologist and return to his medical doctor in one month. The subject was in the treated group during protocol #(B)(4), and received 8 applications of dermagraft, the last of which was 12 months prior to this sae. He was in the non-treated group during protocol #(B)(4). The investigator deemed the serious adverse event unrelated to the pt's participation in the (B)(4) study.

Manufacturer narrative:
The subject was in the treated group during protocol #(B)(4), and received 8 applications of dermagraft, the last of which was (B)(6) months prior to this serious adverse event. The subject was in the non-treated group during protocol #(B)(4). The investigator deemed the serious adverse event unrelated to the pt's participation in the (B)(4) study. Additional lot numbers: 132705, 133065. Additional expiration dates: 11/21/2010, 12/22/2010. Additional manufacture dates: 05/2010, 06/2010.